Event description:
It was noted during post-op visit that the right side t2 & t3 setscrews were dislodged. Pt required further surgery to replace the setscrew. User questioned the calibration of the torque handle. Returned handle for eval. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
The torque wrench was returned for eval. Testing confirmed that the device is functioning within spec. The loosening of the setscrew does not appear to have been related to the torque handle used in the case. A definitive cause of the event cannot be determined at this time. The care must be taken to ensure that the construct fully tightened and assembled properly. The construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.